Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the black box and alarm history showed no activity outside of normal use. The battery compartment was undamaged, and the returned battery cap was able to fit securely. The pump¿s ¿ez-prime¿ steps were performed correctly, with no alarms occurring during the investigation. Investigators were unable to duplicate the ¿communication¿ complaint. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board or to the cgm module.